Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts infusion set through dressing, no additional dressings used. Dressing is not adhering well including one occasion when wet, infusion set dislodged and blood sugar increased.